Manufacturer narrative:
(B)(4).

Event description:
It was reported that app crash alert occurred. It was indicated that the operating system was not supported, which is off label usage of the device. It was determined that the patient app crash alert was related to the mobile application. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.